Event description:
Healthcare professional reported patient was injected with about 1 cc of juvéderm® volbella¿ xc in right temple about 3 weeks ago. Patient now experienced headache, pain and a feeling of closed ears and pain and hearing impairment which have been deemed not related to the device. It was noted that the hcp believes it might be related to sinus of other throat infections, not device related. Event ongoing.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of sinus of other throat infections (not device related) is considered an unexpected adverse drug experience.